Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733656, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: 9733437, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. There was intermittent laser function with the on/off when not in use. The laser switch connector was very loose on the camera port and it was not seating snug. The replaced the camera laser control handle and the camera. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the laser switch was not working. The manufacturer representative stated that the laser switch was not working properly and that was causing the led on the camera to malfunction. No patient was present at the time of the event.